Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2012. According to the information received, a nurse found the patient standing beside her bed and the catheter was on the ground. Examination of the catheter revealed that ~5 cm of the distal tip was missing. An abdominal scan showed that the distal tip of the catheter was in the bladder. A cystoscopy was performed.